Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The drilling was performed with corresponding wick, then the selected screw is placed and then under image intensifier control is performed. Then the intervening doctor performs a maneuver articular realizing a shoulder so he decides to change the measurement of the screw. In the retreat of the same the proximal part (of blue color) of the distal part (golden color) is separated having trouble to remove it.

Manufacturer narrative:
The reported event that cannulated compression screw was alleged of 'breakage during surgery / not functional' could be confirmed. Unfortunately the blue part got missing during the sterilization process. Based on investigation, the root cause was attributed to be customer related. The failure was caused by an unforeseen maneuver as the surgeon decided to change to another screw (a change of the measurement of the screw was decided after an image intensifier control was performed). There were problems during the screw removal as blue part separated from the golden part. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The drilling was performed with corresponding wick, then the selected screw is placed and then under image intensifier control is performed. Then the intervening doctor performs a maneuver articular realizing a shoulder so he decides to change the measurement of the screw. In the retreat of the same the proximal part (of blue color) of the distal part (golden color) is separated having trouble to remove it.